Event description:
The pt received a scs system including a percutaneous lead on (B)(6) 2006. The pt claimed that she did not have stimulation. The pt admitted she fell recently. She stated she feels a burning sensation in her back when she turns the stimulation up. She planned to follow up with her physician regarding this issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.